Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm model #: sc-4319 lot #: 20300790 description: clik x MRI anchor.

Event description:
A report was received that the patient was experiencing uncomfortable stimulation in the stomach and was having inadequate stimulation. It was noted that the patient's lead have migrated. The patient underwent a revision procedure wherein the leads and click anchor were replaced. The patient was doing well postoperatively.